Manufacturer narrative:
(B)(4). Batch #: v94x7f. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that the patient was hospitalized due to pleural effusion and underwent thoracoscopic surgery. The white tissue pad fell off during the procedure. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.